Manufacturer narrative:
Qc recovery was acceptable. Service was not dispatched for this event. Providing the customer with a new lot of rf calibrator resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high rheumatoid factor results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab and were questioned by the physician. The patients' samples were sent to another lab and re-tested. The rf results matched the customer's results. Actual results were not supplied. Patient treatment was not affected.